Event description:
Product defect in irrigation function while utilizing covatec flexi seal rectal tubes. Rather than irrigating, as designed to do, it was creating large fluid filled pockets/bubbles. Pictures available upon request.